Manufacturer narrative:
Two devices were returned and evaluated. The evaluation result is as follows: two devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested. The complaint could not be confirmed for these devices.

Event description:
Patient reported the needle button accidentally released prior to the completion of the 24-hour period. The patient stated that the needle button has been popping out more often when she places it on the left side of her stomach.